Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, during testing with this fogarty catheter, the balloon did not successfully deflate. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
One fogarty catheter was received at product evaluation laboratory for a full examination. The report of deflation difficulty was unable to be confirmed. Balloon inflation was tried, back pressure was observed from balloon inflation lumen. A cut down was performed, balloon inflation lumen was found to be occluded by an unknown clear material next to 50 depth mark. Both balloon and windings were intact. The proximal bushing and windings had slipped. The through lumen was found to be occluded by clotted blood. A crack on the catheter tip of approximately 0.1" not aligned to the inflation lumen was noticed. No other visible damage was observed from catheter body. The IFU were reviewed and states that "use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded", "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". The lot number for this device was not supplied. Therefore, the related manufacturing records for this device were unable to be reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
An engineering evaluation was completed for this fogarty thrulumen catheter. Analysis was done of the material occluding the inflation lumen, the ir spectrum of the unknown material showed similar absorption characteristics when comparing to nylon-like material. It could not be confirmed that the unknown material was nylon. The bill of materials of the product was verified, and this substance was not identified to be used in the catheter manufacturing process. The IFU states that the "use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded". A CAPA was initiated for the cracked tip condition. A root cause could be related to manufacturing process, according to the respective CAPA investigation. Corrective actions have been implemented in order to eliminate the cause of the non-conformity and prevent recurrence of these type of non-conformances. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.